Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5 cm abdominal aortic aneurysm. The pt's vessel morphology was severely tortuous with severe calcification. It was reported the physician attempted endovascular placement of the stent graft through the right groin twice, with the use of a dilator between attempts. However, due to the severe calcification and severe tortuosity the iliac artery was unable to advance the main device through the right common iliac. During the second removal of the undeployed stent graft the pt became hypotensive. The physician inserted a dilator through the sheath, placing it in the distal aorta, the physician hand injected contrast which revealed no evidence of extravasation in the right iliac artery. The physician elected to angioplasty the artery prior to the advancement the stent graft and components through the left side. The pt experienced an episode of severe hypotension requiring blood transfusion, fluid and resuscitation. Upon complete deployment of the endograft system the physician observed another area of significant extravasation in the left common iliac artery bifurcation for which an iliac limb graft was extended from the common iliac bifurcation into the external iliac arteries. Injection of contrast revealed that the primary dissection was localized in the distal external iliac artery, which was covered with a second iliac limb graft. Again the pt became hemodynamically unstable. Films revealed that there was significant bleeding in the left iliac bifurcation and another iliac limb graft was placed covering the hypogastric arteries. An aortic balloon was placed until the pt became stable. The final angiogram revealed that there was also a dissection at the junction of the external artery and the common femoral artery, which was repaired with a prolene suture and reinforced with a dacron patch to cover the area of the external iliac tear. The pt required a significant amount of blood transfusions as the pt lost approx 4 liters of blood. The pt was than sent to ICU in very critical condition. It was reported that the pt expired 1 day post stent graft implant procedure.